Manufacturer narrative:
This event occurred in (B)(6). Na.

Event description:
The initial reporter complained of discrepant results for 3 patients tested on coaguchek xs meter serial number (B)(4). The customer was performing comparisons using 2 different strip lots. Patient 1 was tested with strip lot 30497421 (strip lot a) with a result of 2.8 inr. A different finger was used and the result 15 minutes later with strip lot 35349722 (strip lot b) was 4.1 inr. Patient 1 therapeutic range is 2.0 - 3.0 inr. On (B)(6) 2019 patient 2 (female, date of birth (B)(6)) was tested with strip lot a with a result of 3.7 inr. A different finger was used and the result 15 minutes later with strip lot b was 4.9 inr. Patient 2 therapeutic range is 2.5 - 3.5 inr. On (B)(6) 2019 patient 3 (female, (B)(6) years, (B)(6) lbs) was tested with strip lot a with a result of 2.7 inr. A different finger was used and the result 15 minutes later with strip lot b was 4.8 inr. Patient 3 therapeutic range is 2.5 - 3.5 inr. The customer thought the results using strip lot b were correct. There was no allegation that an adverse event occurred. The test strips were requested for investigation. None of the patients had recent lifestyle changes and no known impaired liver function. The test strips were returned and measured with the retention meter with liquid qc of a high level: qc 1: 3.2 inr, qc 2: 3.1 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.6 - 4.0 inr). All measurements were without error messages. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 30497421) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. No information was provided in the complaint that would point to a cause for the result discrepancy. The investigation did not identify a product problem. The cause of the event could not be determined.